Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced arm controller joint (acj) 4 to clear intermittent 32100 errors. System was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa investigation confirmed but did not reproduce the reported customer complaint. The acj was analyzed and found in remotefe report, "acj not powering on" was found indicating the fault error 32100 for arm4, confirming the fault occurred in the field. During visual inspection, no issues were found that are related to the report issue. The acj was installed onto the golden system and completed program. Continued performance was set to 10 power cycles & seated idle for 1 hour. After 10 cycles were completed, the system error logs were inspected, but no error could be identified.

Event description:
It was reported that after a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, customer informed technical support engineer (tse) that they were getting recoverable faults 32100 for universal surgical manipulator (usm) when trying to stow the usms. Tse had customer power cycle the system but did not clear the fault. Tse reviewed the logs and confirmed 32100 for arm controller joint (acj) on usm4. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a dislodged wrist power connector in suj #4, resulting in intermittent loss of power and triggered error 32100. This issue can be resolved by reseating the wrist power and encoder, and by calibrating suj wrist.